Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes reported that they experienced bent and kinked cannulas since starting use of the pump. The glucose levels rose to approximately 200 mg/dl. The patient reported that glucose levels returned to normal after changing supplies, typically within 20 minutes. There was patient involvement with no harm.